Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and it was observed that there was a kink in the supply line 98cm distal of the manifold that is at the manifold of the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the left lower extremity. The catheter was primed for 15 seconds, the catheter was inserted into the patient, during thrombectomy mode; however it quit after like 15 or 20 seconds. An error message to re-prime was noted. The device was removed from the patient and primed again. The device was only primed to about 12 seconds instead of the full 15 and so at that point, the physician pulled the catheter out and was done with the catheter. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.